Manufacturer narrative:
H.6. Investigation summary: the samples were visually inspected for the presence of additive, all tubes were found to contain spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of additive that is present in the tube and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis.

Event description:
It was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced hemolysis after use. The following information was provided by the initial reporter: material no. 367960 batch no. 9065833 during bd r&d testing, we observed some bd vacutainer® pst¿ tubes with a visual hemolysis level above a trace amount. - the test product catalog# 367960, batch 9065833 - test date was may 24, 2019 - the data review date was july 9, 2019 filled the tubes on 05/23/19, and centrifuged them within 2 hours of collection at 1100 rcf for 10 minutes. Then performed a simulated shipping test, where the tubes are boxed and dropped and shaken for 4-6 hours. After this test, the tubes are evaluated for hemolysis. 15 out of 42 tubes had moderate hemolysis. All the tubes were found to have no gel barrier leakage by visual inspection.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes experienced hemolysis after use. The following information was provided by the initial reporter: material no. 367960, batch no. 9065833. During bd r&d testing, we observed some bd vacutainer® pst¿ tubes with a visual hemolysis level above a trace amount: the test product catalog# 367960, batch 9065833. Test date was (B)(6) 2019. The data review date was july 9, 2019. Filled the tubes on (B)(6) 2019, and centrifuged them within 2 hours of collection at 1100 rcf for 10 minutes. Then performed a simulated shipping test, where the tubes are boxed and dropped and shaken for 4-6 hours. After this test, the tubes are evaluated for hemolysis. 15 out of 42 tubes had moderate hemolysis. All the tubes were found to have no gel barrier leakage by visual inspection.